Event description:
Otr (occupational therapist, registered) was using hand held vibration/massager on pt's upper left bicep. When unit turned on, it sparked from the cord where cord connects to the unit. Flames seen & burns to employee's jacket. No injury to pt or employee.